Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for spinal pain indications. It was reported that the patient had magnetic resonance imaging (MRI) done today and there was not a representative (rep) there per their request. The caller stated that the pump was not working and was alarming. The pump had not alarmed in probably an hour but still was not working. The patient was redirected to their healthcare provider (hcp) to further address the issue. The caller stated that they are two hours away from their hcp and need someone closer to check the pump.